Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the right ventricle lead exhibited over-sensing noise resulting in pacing inhibition. Additionally, it was noted that the patient was pacer-dependent >99% and had reported dizziness. Programming changes were made. Patient was stable.